Manufacturer narrative:
Concomitant product: product ID: 3889-28, lot# va0haza, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported he was lying in bed and he felt pain in his chest and 4 strong uncomfortable shocks. The symptoms were located in the chest and whole body. The therapy was not confirmed to be on. The patient turned the device off after this incident. There was no fall, trauma or accidents related to the issue and it was also not related to positional movement. The patient was not performing any activity when it happened. When stimulation was turned off, the sensation stopped. There was a sudden change in therapy/ symptoms noted. Additional information from the consumer reported his device was acting like a heart stimulator and every time he went to work, he straightened out like a board. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).